Manufacturer narrative:
H6: added codes based on information in the complaint file. Additional information: the patient also experienced acute kidney failure.

Event description:
The complainant reported that adverse event information had been forwarded from a patient enrolled in the observational assessment of support with impella best practices in acute myocardial infarction complicated by cardiogenic shock (oasis-amics) study. The patient had previously been investigated in a prior case. The new adverse event was the fourth for this subject, and the adjudication committee determined the relationship to the pump as probable. The adverse event was listed as ¿intestinal ischemia,¿ and the case report form stated that potential distal embolization from the impella device to the bowel caused bowel ischemia as a contributing factor to death. The presentation of acute myocardial infarction and subsequent complications, including critical limb ischemia and bowel ischemia, all contributed to the patient¿s death. The patient has expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and no product returned. Investigation summary: ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Ppae (renal failure): the cause of the injury was not determined due to insufficient clinical details. This complaint pump sn (B)(6) passed all post sterile inspection checks.